Event description:
It was reported that during an orthognathic surgery that the patient was cut on the underside of the mandible while using an ibo blade. It was further reported that this cut caused injury to tissue and vessels and also caused large amounts of bleeding. It is reported that the surgeon was able to stop the bleeding and that the patient is expected to make a full recovery.

Manufacturer narrative:
Device not returned for evaluation. Work order documentation reviewed and all specifications were met.